Event description:
Clinical report states: chronic patellar crepitus following left total knee arthroscopy.

Manufacturer narrative:
The device associated with this report event remains implanted. No revision surgery has been reported. Radiographic information was not available. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.